Event description:
It was reported that when the device was interrogated before removal due to eri, power on reset was found. The device was replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B) (4) preliminary testing revealed no pacing output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.